Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2010 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the lumbar spinal catheter ws aspirated and there was no further reports of swelling.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a two step wean in sc fentanyl by 300mcg was made. It was reported that the patient would be scheduled for a catheter replacement due to the suspected fracture. It was noted that their pain was unchanged (6/10).

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2010, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the system required a catheter revision.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8590-9 lot# n302827, implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type accessory. Product ID 8578, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type catheter. Product ID 8709, serial# (B)(6), implanted: (B)(6) 2010, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (B)(6); product type: 0184-catheter; implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that upon physical examination the midline incision site was fluid filled and tender to palpation. A catheter access port (cap) contrast study was performed and an abnormality was detected; suspected catheter fracture. Contrast could not be seen exiting the intrathecal catheter tip at t10 level and they aspirated 20cc of clear, yellow-tinted fluid form midline catheter.

Manufacturer narrative:
The pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8780 catheter was returned and analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. The 8578 catheter was returned and visual inspection of the sutureless connector (sc) identified coring/tearing in the cup of the connector. Continuation of d10: product ID 8590-9 lot# n302827 serial# implanted: (B)(6) 2011; explanted: (B)(6) 2024. Product type accessory product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2018; explanted: (B)(6) 2024; product type catheter product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2010; product type catheter product ID 8596sc lot# serial# (B)(6); product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.